Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 8fr 65cm destination sheath was returned for product evaluation. Visual inspection revealed that there was a breakage of the sheath right below the hub. A small flattened segment was also observed. Measurements of the flattened segment was found to be starting at 58cm from the hub. Dimensional testing was performed. The outer diameter of the sheath was measured to be 0.136 in which is within manufacturer's specifications. The inner diameter of the sheath tip was 0.113" which was also within the manufacturer's specifications. The complaint can be confirmed for sheath catheter hub mechanical separation/break. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath valve (hub) was damaged and separated. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful and complete. Additional information was received on 01feb2021. The damage was caught prior to use and a second sheath was opened and used to complete the procedure successfully.